Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan on (B) (6) 2010, alleging that the one touch ultramini was reading inaccurately erratic. The patient reported blood glucose results of "169, 150, and 189 mg/dl" with the lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The alleged issue occurred 5 days prior to calling lfs (B) (6). The patient started feeling shaky and sweaty 3 days prior to calling lfs (B) (6). The patient did not seek any medical attention or receive treatment. Patient's diabetes management regimen includes oral medication, diet, and exercise. The customer care advocate (cca) discovered that the patient had been using expired test strips and the patient was unable/unwilling to indicate the unit of measurement at the time of testing. The patient did not have any test strips. Products were not replaced. This complaint is being reported as the patient alleged developing symptoms suggestive of hypoglycemia after obtaining inaccurately erratic results due to using expired test strips.